Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant vitamin b12 results was due to the malfunction of the base pump. The system was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur vitamin b12 results were obtained on pt samples. The results were released to the physician(s). Upon repeat, the corrected results were reported out. There was no known report of pt intervention or adverse hlth consequences due to the discordant vitamin b12 results.